Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) discussed automatic gain control and dynamic noise algorithm with the field representative checking this patient. Additional information received indicated that the noise of the lead reoccur thus the lead was surgically abandoned. No additional adverse patient effects were reported.